Event description:
The patient underwent implantation of boston scientific teligen (100 e110) ICD three years ago. Today he was at home and he heard a beeping alert from his ICD. He immediately notified me and I asked him to send a remote transmission. This showed a warning for "voltage was too low for projected remaining capacity" indicating that there was an internal leak of current due to defective ICD circuitry. I notified boston scientific and they informed me that the ICD would have to be urgently replaced in the next 2 weeks because of this device malfunction. I have scheduled the patient for surgery on to correct the issue. This device malfunction needs to be reported to FDA.boston scientific notified and they informed me that the ICD would have to be urgently replaced in the next 2 weeks because of this device malfunction. I have scheduled the patient for surgery within the next few days to correct the issue.device #1is this a laboratory device or laboratory test?no.